Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition. There was no report of asystole. Additionally, there were low out-of-range pacing impedance measurements and amplitudes as well as loss of capture. Subsequently, it was determined that the lead had fractured; a revision procedure was performed and this lead was surgically capped. No adverse patient effects were reported.